Event description:
It was reported to boston scientific corporation that an obtryx system was used during a placement of transobturator sling/cystoscopy procedure performed on (B)(6) 2007. The original procedure was completed with this device. The sling was planned to be excised on (B)(6) 2010.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during an unknown procedure. According to the complainant, the patient presented with "deterioration" of the mesh sling. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Additional information was received from the complainant on (B)(4) 2010. Patient and event details were provided. The lot number was reported as oml6101801, but does not match the upn.

Event description:
It was reported to boston scientific corporation that the obtryx system was used for the treatment of stress urinary incontinence. According to the complainant, the patient was treated with antibiotics.

Manufacturer narrative:
Additional information was received from the complainant on september 02, 2010.